Manufacturer narrative:
The associated complaint device was not returned. A clinical evaluation was conducted and the single provided radiographic image of the left femoral im nailing supports the reported "backed-out" compression screw; however, no other images were provided for comparison, therefore the root cause cannot be determined. The patient impact beyond the reported revision procedure cannot be concluded. It was reported that the current patient status is "a little pain while in motion". No further medical assessment is warranted at this time. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that the compression screw has backed out. A medical intervention will be programmed to correct this issue.